Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating the device did not pass the functional test. Available details indicate that the functional test failed due to the expiration of the co2 calibration. As a result, the customer requested a set of cylinders to perform the calibration. In response, the gas cal 1 cylinders for tcpc02, 6/bx (989803100841) were delivered to the customer. The customer performed the calibration and the device was returned to full functionality. The device remains at the customer site and no further evaluation is required at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused the device requiring co2 calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer calibrated the co2 to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.